Manufacturer narrative:
.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy using a prismaflex m100 set ckt and a prismaflex machine. During treatment an external leak was observed on the prismaflex m100 set. There was no blood loss to the patient; the blood in the extracorporeal circuit was returned to the patient. There was no patient injury or medical intervention to preclude serious injury.